Manufacturer narrative:
4004m52 lead implanted: (B)(6) 1990; pm2210 pacemaker implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was explanted and replaced due to suspected fracture. The right ventricular (rv) lead was capped, remains in patient, out of service, and replaced with a different lead due to confirmed fracture. No patient complications have been reported as a result of this event.